Event description:
This complaint is now reportable based on the analysis completed on 6/19/2006. It was reported that during a coronary drug eluting stenting treatment procedire, the stent would not cross the lesion. The lesion was predilated with a 20 mm balloon. The 75% stenosed lesion being treated was located in the mildly tortuous, mildly calcified obtuse marginal (om) artery. The physician attempted to place a liberte 3.50x32 mm stent, but was unable to cross the lesion. No patient complications were reported. Patient status reported as "fine." However, the returned product confirmed stent damage.

Manufacturer narrative:
The exact cause of the crossing difficulty and the stent damage could not be determined. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed that the proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. There are no similar complaints of this nature related to this batch number. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.